Event description:
Pt rec'd tmj concepts total joint implants in 2003. Body is now rejecting the implants, symptoms are similar to those when pt's body rejected the christensen implant device. Pt experiencing severe headaches accompanied by dizziness. Pain is too much to bear. Body's immune system is in overdrive - looks like someone who has an autoimmune disease.